Manufacturer narrative:
The complaint is confirmed. The device has not been returned for evaluation however the provided video evidence exhibits the reported failure. Please note that the video the doctor provided appears to show that the balloon remained inflated while perforating the uterus and bowel. It also appears to remain inflated whenever seen during the duration of the video. Upon multiple reviews of the video provided and consolation with a clinical professional, it is felt that the bowel was in fact perforated and that is what is shown being sutured. Should the device be returned further evaluation will be performed and a supplemental report will be filed. Device history record and lot history reviews cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including the following: - check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. - advises the user to remove the vcare from its sterile packaging and inspect for damage caused by shipping; discard if any damage is noted. - advises the user that the direction of the uterine canal and the depth of the uterine cavity are determined the use of a blunt probe or graduated uterine sound. The graduations are provided for comparison to the graduated uterine sound. - advises the user to carefully insert the proximal tip of the vcare through the cervical os until the balloon is in the desired position within the uterine cavity. - advises not to use this device for removal of the uterus. The instructions for use (IFU) states that the device is for manipulation only. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported an issue with the vcare, item # 60-6085-201a, that occurred (B)(6) 2018 during a laparoscopic hysterectomy. It was initially reported that during the procedure, the tip of the manipulator perforated the uterine fundus and the manipulator tip tore into the bowel and into the retroperitoneal space. The bowel of the patient required additional suturing. The procedure was successfully completed but with 10-15 minute delay. Additional information received from the physician indicated that the v-care balloon and device are not normally pre-tested. The doctor inserted the v-care and sutured the v-care in place with 1 suture from one of the holes in the base of the green cervical cup to the cervix and the other end of the suture is wrapped around the thumbscrew. This suture is at the "12 o'clock position" on the uterus. He pushes hard on the manipulator, pushing it forward and backward while preparing for the colpectomy step during the laparoscopic hysterectomy. While holding the manipulator with one hand and operating with the other hand, he performs the colpectomy, and finishes the hysterectomy by using the manipulator to pull out the uterus through the vaginal canal. In this reported event, the issue was noticed after approximately 1 hour when he was 75% completed with the procedure and starting the colpectomy. The doctor felt some resistance, and when he looked, noticed the tip of the manipulator had perforated the uterus. He pulled back on the manipulator, bringing the tip and balloon back into the uterus. He continued the colpectomy, again felt resistance and noticed that the tip had perforated both the uterus and the bowel. He withdrew the manipulator back into the uterus and proceeded to stitch the bowel. He then saw the manipulator had perforated the uterus again and caused a retro peritoneal tear which was stitched as well. Floseal material was used to help absorption of fluids prior to the suturing. When asked, the physician stated that the balloon appeared to be deflated when observed breaking through the uterine wall however he had not noticed that the balloon had deflated until this point. The doctor pulled the v-care manipulator back into the uterus and finished suturing the bowel and peritoneal tear. He then started to remove the uterus by using the manipulator to pull the uterus down and out the vaginal canal. The manipulator came out of the uterus and the doctor finished pulling the uterus out by hand. The doctor advised that the v-care device remained intact (did not break apart) and the rest of the procedure was successful completed laparoscopically with a 10-15 minute delay. There was no additional incisions or hospitalization required and the patient's current condition is "fine" with no complications. The doctor also stated that he felt the manipulator was rubbing against the left side of the bowel and sacrum area and mentioned that he felt that the manipulator perforated the sacrocol only (fatty tissue surrounding the bowel) and not the actual bowel. This report is raised on the basis of a reported patient injury requiring additional medical attention.